Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that the m. Blue is permeable. Computer controlled test: to investigate the claim of under-drainage / blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m. Blue operates within the accepted tolerance in both positions. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found in m. Blue results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. The product operated within all specification. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue (0) valve (#fx800t) was implanted on (B)(6) 2025. According to the complainant, the valve caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a m. Blue 0 valve (part# fx800t) was implanted was implanted (B)(6) 2025. According to the complainant the patient was adjusted on (B)(6) 2025. Reportedly the surgeon dropped the patient to 3 and 3 and still won't drain vents well even though previously had high icp. Patient was taken in for revision surgery. After explanting the m. Blue 0 valve surgeon reported that the valve was occluded and was removed/replaced with another m blue 0 which was set to 5. The patient had cerebrospinal fluid (csf) cultures grow rare staff after four days. On (B)(6) 2025 the surgeon had reported: "same thing happened again and again, the m. Blue was completely blocked. It's set at 0, don't know what's happening. I removed shunt and placed evd, but it looks like mechanical failure to me. At least for this patient, she will get another manufacturer's valve and I need a clear explanation of what is going on. If it's a programming problem, we need educated. If it's mechanical, we deserve a refund as does the patient." The adverse event is filed under aic reference xc (B)(4).